Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the customer was having issues with the sensor. Customer stated the transmitter wouldn't flash when connected with the sensor. The insulin pump kept alarming can't find signal. The sensor was then removed and it was noted it was missing the cannula. Customer's blood glucose was 5.2 mmo/l. Customer is returning the sensor for analysis.